Event description:
This male pt underwent stent placement within the obtuse marginal branch in 2005. The lesion was pre dilated using a 3.0 x 15mm balloon at 12 atmospheres. (Unknown number of inflation). A cypher 3.5 x 23mm was implanted at 16 atmospheres for 31 to 60 seconds at the target lesion. Post dilatation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 35%. Ivus was not conducted. There was no problem regarding this implant and the product. The vessel was a de novo, eccentric and tubular lesion. The vessel was not calcified or tortuous. The diameter of the vessel was 2.96mm and the lesion length was 24.6mm. Pre-procedure stenosis was 73%. The vessel type was b1. Eight months post index procedure follow-up coronary angiography (cag) was conducted and there was no abnormality observed. There was 22% stenosis at the lesion. The pt had changed hospitals and was followed up there. There was no report of adverse event from that hospital. There was no other info available. Reportedly, the pt had changed to a 2nd hospital. Three years post procedure, the info regarding the patient's death was received. However, the cause of the death was unknown, because the pt was followed up another hospital and the last visit was nine months prior and no autopsy was performed.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt. This is similar device as us product.